Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's one touch ultra meter would not power on when a test strip was inserted. In addition to the power issue, the reporter also stated that the subject meter was prompting an unknown error message. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The patient's son reported that both issues began six days prior. The cca noted that the patient manages his diabetes with pills; however, it is unknown if he made any changes to his diabetes management as a result of the alleged issues. The reporter stated that on the morning , 3 days after the alleged issues began, the patient felt lightheaded and fell down. As a result of the fall, the patient's son reported that the patient was taken to the emergency room and later admitted into the hospital for a couple of days. The reporter claimed the patient's blood glucose was tested when he arrived at the hospital, and stated it was "pretty high". The result obtained with the ER/hospital meter is unknown. The reporter could only confirm that the patient was placed on an IV; however, could not confirm if the patient was treated with insulin. It is unknown if the patient was admitted into the hospital as a result of an acute complication of diabetes, or for a non-diabetes health condition. At the time of troubleshooting, the cca noted that both the error message and power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly was treated for hyperglycemia after the alleged meter issue began.